Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration switched from bipolar to unipolar. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration switched from bipolar to unipolar. Additionally, there was observations of noise being oversensed and high pacing thresholds. It was suspected there was a fracture however, a chest x-ray was performed and confirmed there were no signs of a fracture. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration switched from bipolar to unipolar. Additionally, there was observations of noise being oversensed and high pacing thresholds. It was suspected there was a fracture however, a chest x-ray was performed and confirmed there were no signs of a fracture. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned or only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 19.5cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedances, oversensing, noise, and high thresholds were due to fracture were likely caused by the confirmed fracture.